Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller to confirm the pump was not connected to a power source and advised on the correct method of pressing the button. The caller was assisted in removing the pump from its case, and following these instructions, the pump's display turned on as expected. The caller acknowledged that the button was functioning as intended.